Event description:
Reported doctor as a band leak. Follow up with the doctor reveals: "no puncture could be found at the port stem or tubing. The port was relocated so that is was not deep and much easier to access just above the rib cage." Then, one month later, the patient had the band and port removed and replaced the port with a low profile port."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 08/27/2008. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis results are pending at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." One other adverse event considered related to the lap-band system is port displacement.